Event description:
It was reported that the pump's usb port was damaged and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that the touchscreen was unresponsive and that the pump alarmed that "all deliveries have stop". There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.